Event description:
As reported, this case procedure was a hybrid case. It included both congenital surgical and interventional cardiology doctors. This was a double physio tricuspid annuloplasty ring and valve case. During this single procedure, the patient presented with a prior bjork fontan and an oversized pulmonary artery. Therefore, patient underwent a sternotomy to place a band within the bjork fontan anatomy to create a tricuspid valve, and for pulmonary artery banding to narrow the pulmonary outflow tract enough in order to place a new pulmonary valve. Two edwards physio tricuspid annuloplasty rings were placed, one in the tricuspid position and one in the pulmonary position. After the bands were placed by the congenital surgical team, the congenital interventional cardiologist proceeded to balloon size with a 30x4mm balloon. It was decided that both valves would have a 29mm sapien 3 valve placed inside the bands. The first valve to go in was the pulmonary 29mm; however, this was immediately explanted. The team assumed that the sutures holding in the band ''popped'' when they went up with the 29mm valve, which was deployed to a volume of -3. The patient had to be put on pump. Bleeding was stopped, valve was removed, anatomy corrected and then the choice was made to instead place a 26mm valve in the pulmonary position. The 26mm valve was deployed with no issues in the pulmonary position. The tricuspid valve had a 29mm valve placed at nominal volume. Additional information indicated there was no firm confirmation of the band being popped. This is what was discussed between the field clinical specialist and physicians during the procedure. The ring was first placed into the pulmonary position to constrain it for a valve. Unfortunately, after the delivery system went up with the valve, there was sufficient bleeding to cause the need for going on pump and repairing the pulmonary valve/band further and in doing so, excising the recently placed 29mm valve. It appeared and was assumed that the 29mm valve, -3 in volume, was oversized and popped the sutures holding the band in place. (It is assumed that this is what occurred). The surgeon removed the 29mm sapien valve by using a kelley to smash it down and remove from anatomy. There were no issues with any of the sapien 3 devices.

Manufacturer narrative:
The valve was discarded and not available for return. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tpvr procedure. Per the cer, the device was used in an off-label implantation in the pulmonary position. As there are no specific IFU or training materials related to annuloplasty ring and valve pulmonary procedures, the available training materials were reviewed only for information potentially relevant to the device use. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Although this event is off label, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy, congenital anatomy), bav may provide indication of potential balloon movement during valve deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. However, it may be due to patient factors (bjork fontan anatomy, oversized pulmonary artery requiring a pulmonary artery banding to narrow the pulmonary outflow tract enough in order to place a new pulmonary valve) and procedure factors (appeared and was assumed that the 29mm valve, -3 in volume, was oversized and popped the sutures holding the band in place). Sufficient bleeding occurred requiring the need for going on pump and repairing the pulmonary valve/band further and in doing so excising the recently placed 29mm valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve not returned.